Event description:
The lay user / patient contacted lfs alleging an error 2 message on their one touch ultra meter. The patient mentioned that on (B)(6) 2012 at 10:30 am, they first noticed the error 2 message on their meter. The patient did not have another meter to test their blood glucose. Around 5:00pm that evening the patient had developed symptoms of feeling sweaty, shaky, pain in her ankles and loss of vision. Due to the alleged issue, the patient's home health nurse treated the patient with glucose tablets/ glucose gel. The patient was not tested on another meter and did not seek any further medical attention. There was no misuse of the product and the alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the error 2 message on their meter, they were unable to test, later developed symptoms and had to receive glucose tablets/glucose gel for symptoms suggestive of a serious injury by their home health nurse.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial number of meter was not provided.